Event description:
As reported, there has been a rupture of the 8f avanti + standard sheath introducer in the patient's vein. This incident necessitated an angioscan to search for and extract a foreign body, consequently resulting in a prolonged hospitalization of the patient. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, there has been a rupture of the 8f avanti + standard sheath introducer in the patient's vein. This incident necessitated an angioscan to search for and extract a foreign body, consequently resulting in a prolonged hospitalization of the patient. The device will not be returned for evaluation. Without the return of the device or images for analysis, the reported customer event ¿catheter sheath introducer (csi)-separated¿ could not be confirmed. Procedural or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a dry, dark, cool place. Do not use if package is open or damaged. If increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.